Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k051496. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported patient underwent an unknown procedure on (B)(6) 2016. During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch. Also during the procedure while preparing the second cement mixture, the optipac pressure hose fractured. There was no patient injury and no delay in procedure.